Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was not releasable; "operating as deployed", no white advancement rods were seen. Manual compression for hemostasis was used. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the device. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no vessel tortuosity. The user shuttled down completely. There was no significant resistance when shuttling down. The device is being returned for analysis.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was not releasable; "operating as deployed", no white advancement rods were seen. Manual compression for hemostasis was used. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the device. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The device is being returned for analysis.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was not releasable; "operating as deployed", no white advancement rods were seen. Manual compression for hemostasis was used. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the device. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no vessel tortuosity. The user shuttled down completely. There was no significant resistance when shuttling down. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle, the stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant and advancer tube were not included with the returned unit. No additional anomalies were observed during this inspection. Per functional analysis, an inflation/deflation test was performed, and the device functioned properly¿the balloon inflated and deflated without issue. A deployment simulation could not be conducted per the instructions for use (IFU), as the unit was received without the sealant and advancer tube. The condition of the unit suggests that a deployment activation may have occurred prior to its return for evaluation. The reported event of ¿sealant failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube/sealant were not received. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed complete device removal. However, procedural/handling factors, such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely, possibly contributed to the issue experienced since there were no anomalies/damages noted to the device. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.